Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high undefined rv bipolar lead impedance and rvtip to rvcoil lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.